Event description:
It was reported that the patient experienced dissatisfaction of the left cylinder not being symmetrical with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.